Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce and confirm the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode. The bipolar socket #1 of the iesu did not fire and failed the instrument detection test.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the bipolar instrument could not be fired with integrated electrosurgical unit (iesu), and a question mark sign appeared on the iesu. Before calling to technical support, the customer had already replaced the energy cable and power cycled iesu, but the issue persisted. The customer used an external esu to continue with the procedure. The energy cables could be used normally with the external generator indicating that the issue was not due to defective energy cables. After the procedure, a question mark sign reappeared on the bipolar ports when the customer powered on the iesu to check. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. Iesu initially powered on without errors. The procedure was completed robotically with the external esu.

Manufacturer narrative:
Based on the claim against the product by the customer noting bipolar firing failure, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint. The fse replaced iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint; however, evaluation/investigation has not been completed. Although the complaint regarding reported issue was not confirmed by failure analysis since the instrument analysis was not completed, the information gathered indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.